Event description:
It was reported that the pt underwent a spinal procedure at l4-l5 and l5-s1 using cages. The cover plate of the cage reportedly would not go on to the cage during the procedure. The surgeon had to change the cover plate from medium size to small size to implant it. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event.